Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an issue with the battery and it lasted less than a week. The customer also reported damage to the battery cap and received a replace battery now alarm and battery failed alarm. The customer also reported a crack on the insulin pump. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
S/w version 4.11 j; retainer ring = black; case type = ngp. Customer returned pump for alleged cosmetic damage located at the back of the pump (battery compartment), battery lasts less than expected, battery cap cracked/damaged, failed batt test, and unexpected battery power loss found on (B)(6) 2023. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed six low battery alerts on (B)(6) 2023 at 11:22:00.000, 11:44:14.000, 11:47:05.000, 11:47:36.000, and 12:00:24.000 and on (B)(6) 2023 at 10:53:00.000. Pump alarmed a replace battery alert on (B)(6) 2023 at 20:24:00.000. Pump alarmed a replace battery alert now alarm on (B)(6) 2023 at 20:55:00.000. Pump alarmed 28 failed battery test alarms on (B)(6) 2023 and (B)(6) 2023, the first five are as follows: 11:22:34.000, 11:22:35.000, 11:22:36.000, 11:22:40.000, and 11:22:42.000 pump alarmed all previously mentioned battery alerts were expected. Pump alarmed 4 pump error 53 alarms (file #: (B)(4), line #: (B)(4), esf #: (B)(4)) on (B)(6) 2023 at 11:42:48.000, 11:43:28.000, 11:43:55.000, and 11:45:46.000 due to a possible software anomaly. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, broken battery tube threads, and end cap address label missing. Cosmetic damage was confirmed at the back of the pump (battery compartment). Battery lasts less than expected, unexpected battery power loss, and high sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Battery cap cracked/damaged and battery cap contact missing were confirmed during visual inspection. Failed battery test was not confirmed during testing. Pump error 53 was confirmed in the history files and traces due to a software anomaly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.